Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered too much insulin resulting in a blood glucose (bg) level of 58 mg/dl. Additionally, the customer had an old transmitter connected to the pump; therefore the pump was unable to suspend pump therapy due to not having any available bg readings. A liquid sugar packet was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.